Event description:
In 2006 the lay user/reported contacted lifescan (lfs) alleging one touch ultra meter was giving the 'apply sample' icon on the display. The medical affairs specialist (mas) contacted the reporter to obtain and verify information; however was unable to reach him by telephone. The mas mailed a letter requesting the reporter contact medical affairs. On an unspecificed date, the reporter, a fireman, attempted to test the blood glucose level of a pt, but the test did not start, and only the 'apply sample' icon was displayed on the reported meter. At that time, the pt was experiencing symptoms of being pale and sweating. Paramedics tested the pt's blood glucose level, result unk, and transported the pt to the hospital. It would have been helpful to determine the date of this incident, what the pt's blood glucose level was as tested by the paramedics, the treatment given, and the last time the reported meter had been successfully used. The customer care advocate (cca) determined the troubleshooting telephone call the reporter's testing technique was correct. During troubleshooting, the reproter attempted to test using a new test strips but was unsuccessful. The meter, test strips and control solution were replaced. The reporter was unable to test the pt's blood glucose level due to the unresolved 'apply sample' issue with the reported meter that occurred while the pt was symptomatic. Therefore, this incident is being reported.